Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 2 years and 5 months post placement of a 10mm x 40mm rx wallstent permalume stent in the distal common bile duct (cbd) for management of a biliary stricture due to gastric malignancy, the stent migrated to the proximal cbd. The patient underwent an unspecified procedure at which time the stent was removed utilizing a snare device. It was noted that there were no technical or clinical complications noted during removal of the stent. A second unspecified stent was placed and a balloon sweep extraction of stones was performed. It was noted that the patient's condition resolved with stent removal and placement of a second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.